Event description:
Customer reportedly received result of 156 mg/dl on advantage system 1 and 80 mg/dl on advantage system 2 within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550545, expiration date 06/30/2009). Ref medwatch report with (B) (4) for the suspect device used in system 2.